Event description:
It was reported that the patient alert triggered, and the ventricular lead exhibited a loss of capture, high impedances, and oversensing. A loose setscrew was suspected. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2005.